Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator turned off by itself. There was no patient involvement. (B)(4).

Event description:
There has not been any ventilator shutdown. It was reported that the compressor had turned off prematurely. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). Event -description of event was updated. The investigation regarding the reported event has been finalized. It was reported that the compressor shut off prematurely. The on site investigation made by our fse (field service engineer) could confirm the reported failure. The problem was resolved by replacing the compressor motor, the replaced motor was returned for investigation. Electrical measurements could verify a faulty motor start capacitor. There was no failure with the compressor motor itself. The cause to the reported failure was due to the faulty motor capacitor.